Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has a left total hip with corail stem and pinnacle metal on metal cup. The hip was done in 2005. The patient has pain and increased metal levels. The surgeon revised the metal liner and head. The cup and stem were well fixed and retained. There was no metallosis on the backside of the liner. The trunnion did have metallosis and was stained. A new poly liner and ceramic head were implanted. The components were retained by the hospital for the patient. Dor: (B)(6) 2019; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.